Event description:
It was reported that during an initial hip arthroplasty, a 40 mm head was inadvertently thrown. The liner was designed for a 36 head. The patient was then reduced and closed up. When the mistake was discovered, the patient was revised on the same day to correct it. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Unknown head . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. The root cause of the reported issue is attributed to a user error by the surgeon implanting incompatible sizes of the head and liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.